Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy and the patient got a urinary tract infection (uti). The patient's symptoms of no control returned, the patient had 2 episodes were she lost it twice before going to the bathroom. She increased stimulation twice the week of the report. Prior to getting the implantable neurostimulator (ins), she was taking mybetric and had 7 utis since (B)(6) 2015. The patient was delighted to get the ins so she could stop taking mybetric so she was disappointed. The patient felt stimulation when she made adjustments then she did not. She saw the lightning bolt and felt confident in making adjustments using her patient programmer. There was no trauma or fall related to this issue. The patient felt stimulation in the correct area. Additional information from the consumer noted that she wanted to inquire since she had a uti if it would be the cause of her not making it to the toilet. She was told to increase power which she did and contact her doctor. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.